Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info was requested on 12/23/2010, 01/06/2011, and 01/14/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt whose intraocular lens (iol) rotated following iol implant surgery. The surgeon reported the pt had 2.5 diopter's astigmatism (pre-existing). The iol was rotated and the patient's ucva improved to 20/25 for four days before the pt noticed a decrease in vision. One week following the repositioning procedure, the lens was noted to have rotated again. Additional info has been requested.